Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain at the implant site and a performance decrement with device use. Reprogramming attempts were made; however the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017, and the patient is reimplanted at with another cochlear device during the same surgery.